Manufacturer narrative:
Initial reporter information and patient information cannot be provided due to the restriction by the (B)(6) privacy regulation. Device evaluation summary: the service personnel (sp) evaluated the device and replaced the direct current (dc): dc converter printed circuit board (pcb). The device passed all testing at the time of service and was returned to the customer. One dc-dc converter pcb was returned to medtronic for further evaluation. The dc-dc converter pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed to power on correctly, making abnormal noises in the process. The customer reported failure was observed. Further investigation isolated the fault to capacitor, reference designator c83. An internal investigation was previously initiated to address the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use this 980 ventilator "an abnormal sound was heard from the nighttime ventilator". The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.